Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when inserting the 0.018¿ guide wire inadvertent mishandling resulted in the reported tip material separation/noted tip jacket and inner member separations; thus resulting in the noted partially deployed stent implant and ultimately resulting in the reported difficult to advance. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction - health effect - impact code 2645 was removed and code 2199 added.

Event description:
Subsequent to the initially filed medwatch report additional information was provided. There were no adverse patient effects reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 5.5x100mm supera self expanding stent system (ses), when inserting the 0.018 guide wire resistance was met and the tip of the ses separated from the catheter. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.